Event description:
It was reported that the pump touchscreen was unresponsive on certain areas. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. During troubleshooting with tandem technical support (tts), the same issue was unable to be replicated and the pump was determined to be functioning as intended. Customer continued using the pump for insulin therapy.